Event description:
It was reported that there was a shortening of the right stent in the peripheral part of the right biliary system. An additional, unplanned stent needed to be implanted to cover the tumor stenosis from the distal to the caudal part of the right biliary duct.